Event description:
Customer reported being hospitalized for low blood glucose. The blood glucose reading was 37 mg/dl at time of the call. Customer stated that he doubled up his bolus for dinner last night. Troubleshooting was performed, and the basal rates and settings in the insulin pump were correct. Performed the displacement test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.